Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of furosemide (lasix). The lasix was intended to infuse at a rate of 10ml/hour with a total volume to be infused of 100ml. However, the medication was found to have infused 100ml within 90 minutes. Patient remained on the same nursing unit with closer vital sign monitoring q 2 hours and closer urine output monitoring. Tests were ordered as EKG, urinalysis, and a lab renal panel. The patient outcome was reported as no harm.